Manufacturer narrative:
Section references the main component of the device system; other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the catheter was torn and that the "end of the catheter washed up into the patient's brain." It was noted this was already happening in 2012 but the patient thought it started sometime before 2012. It was also noted that the last time the patient spoke to a manufacturer's representative was in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.